Event description:
It was reported via repair work order that there was a reduction in brake force due to malfunctioned scorpion brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was a reduction in brake force due to malfunctioned scorpion brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as it was determined this complaint was only used to account for time spent at the hospital inspecting beds and there was no alleged malfunction or defect found with this specific unit.